Manufacturer narrative:
The pump was received with all operating currents within specification and passed the functional testing, including the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No motor error or displacement anomalies were noted. All bolus amounts programmed during testing were properly delivered. The motor was tested outside the device and it passed. The pump was received with minor scratches on the lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her blood glucose has been high the past three weeks and has reached as high as 600 mg/dl. The patient treated with manual insulin injections. Troubleshooting was initiated to inspect the insulin pump. The drive support cap appeared normal. The customer declined to check her device settings for accuracy; however, she recently adjusted her basal rates. A high pressure test was performed and the device passed. The customer also mentioned that during these same three weeks she has experienced low blood glucose values at night; her husband even gave her glucagon to wake her up. The patient's blood glucose at the time of incident was 40 mg/dl. The customer then mentioned that while her device programming was accurate, she did go through an airport x-ray machine while wearing the insulin pump. She believes her insulin pump is over-delivering. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.